Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1 - corrected physician's name, address and facility information.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event.

Event description:
It was reported the patient's scs ipg became depleted. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.